Event description:
It was reported by the customer that she underwent a surgical procedure on an unknown date and mesh was implanted. The customer states that the mesh was caught in her intestines. She required five additional surgeries and the mesh was removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.